Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.4, 3.6, lab: 5.5. Patient's therapeutic range: 2.0-3.0 inr.